Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2018, the patient had essure inserted. On (B)(6) 2022, 1434 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("right and left coils have migrated somewhat into the myometrium") in a 44 year-old female patient who had essure inserted (lot no. He013dt) for female sterilisation. The patient had a medical history of endometriosis, urticaria drug-induced, hsv infection, chlamydial infection nos, sexually transmitted disease, past tobacco smoking, umbilical hernia repair (laparoscopic no mesh), uterine ablation, spotting vaginal (her periods lasts 7 days mostly spotting the cramping started 1 and a half years ago. Getting worse. Mostly with her period), uterine cramps, bloating, celiac disease, skin cancer, pelvic pain female, vaginal odor, gluten sensitivity and penicillin allergy. The patient had a family history of skin cancer (mother skin cancer, grandparents with skin cancer). Concurrent conditions were listed as endometrial cancer stage IV and dysmenorrhea. Concomitant products included ibuprofen and percocet [oxycodone hydrochloride;paracetamol]. On (B)(6) 2018, the patient had essure inserted. On (B)(6) 2022, 1434 days after essure insertion, she experienced embedded device (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus & hysterectomy,). At the time of the report, the outcome of the event was unknown. The reporter considered embedded device to be related to essure administration. The reporter commented: hysteroscopy done and tubal os located. Essure device inserted through port and deployed in tube without incident. 3 coils visualized on right side. Opposite os located, essure device inserted and deployed without incident. 2 coils visualized on left. Patient tolerated well. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2018: findings: initial image reveals presence of essure devices, low within the pelvic bowl. Routine images during a hysterosalpingogram demonstrate a normal appearance to the uterine cavity without filling defect. The uterus is normal in configuration without anomaly. The proximal marker of the micro insert within the right-side uterine tube is immediately. Adjacent to the tip of the distended right side cornua. The proximal marker of the micro inserts within the left side uterine tube is approximately 2.4 mm from the tip of the distended left. Side cornua. The fallopian tubes are effectively occluded. There is no penetration of contrast through either of the fallopian tubes. Images of the lower uterine segment demonstrate no anatomic abnormality. Impression: the uterine cavity is normal in appearance. Proper position of essure devices, as described above is identified. Effective occlusion of the uterine tubes bilaterally is confirmed. [Physical examination] on (B)(6) 2018: physical exam. Uterus: normal size and position, midline, mobile; tvus- normal uterus with bilateral essure coils seen in ft area, however, correct placement difficult to confirm on u/s. Adnexa: no masses or tenderness; tvus- right ovary normal; normal left ovary; no pelvic ff. Assessment and plan. Right ovarian cyst- resolved on today¿s tvus- images stored. Routine gyn care. The most recent follow-up information incorporated above includes data received on: 03-sep-2023: medical record received. Lot number & surgical pathology report updated. Reporter details added .medical history & concomitant drug, lab data updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("right and left coils have migrated somewhat into the myometrium") in a 44 year-old female patient who had essure inserted (lot no. He013dt) for female sterilisation. The patient had a medical history of endometriosis, urticaria, genital herpes simplex, chlamydial infection nos, sexually transmitted disease, past tobacco smoking, umbilical hernia repair (laparoscopic no mesh), uterine ablation, spotting vaginal (her periods lasts 7 days mostly spotting the cramping started 1 and a half years ago. Getting worse. Mostly with her period), uterine cramps, bloating, celiac disease, precancerous skin lesion, pelvic pain female, vaginal odor, gluten sensitivity and penicillin allergy. The patient had a family history of skin cancer (mother skin cancer, grandparents with skin cancer). Concurrent conditions were listed as endometriosis and dysmenorrhea. Concomitant products included ibuprofen and percocet [oxycodone hydrochloride; paracetamol]. On (B)(6) 2018, the patient had essure inserted. On (B)(6) 2022, 1434 days after essure insertion, she experienced embedded device (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus and hysterectomy). At the time of the report, the outcome of the event was unknown. The reporter considered embedded device to be related to essure administration. The reporter commented: hysteroscopy done and tubal os located. Essure device inserted through port and deployed in tube without incident. 3 coils visualized on right side. Opposite os located, essure device inserted and deployed without incident. 2 coils visualized on left. Patient tolerated well. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2018: findings: initial image reveals presence of essure devices, low within the pelvic bowl. Routine images during a hysterosalpingogram demonstrate a normal appearance to the uterine cavity without filling defect. The uterus is normal in configuration without anomaly. The proximal marker of the micro insert within the right-side uterine tube is immediately. Adjacent to the tip of the distended right side cornua. The proximal marker of the micro inserts within the left side uterine tube is approximately 2.4 mm from the tip of the distended left. Side cornua. The fallopian tubes are effectively occluded. There is no penetration of contrast through either of the fallopian tubes. Images of the lower uterine segment demonstrate no anatomic abnormality. Impression: the uterine cavity is normal in appearance. Proper position of essure devices, as described above is identified. Effective occlusion of the uterine tubes bilaterally is confirmed. [Physical examination] on (B)(6) 2018: physical exam: uterus: normal size and position, midline, mobile; tvus- normal uterus with bilateral essure coils seen in ft area, however, correct placement difficult to confirm on u/s. Adnexa: no masses or tenderness; tvus- right ovary normal; normal left ovary; no pelvic ff assessment and plan right ovarian cyst- resolved on today¿s tvus- images stored. Routine gyn care. Batch no: he013dt. Production date: m2017-07-19. Expiration date: 2020-07-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 26-oct-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2018, the patient had essure inserted. On (B)(6) 2022, 1434 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 28-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.